Event description:
During surgery, the drill tip broke off in the pt and was not able to be retrieved.

Manufacturer narrative:
Device associated with this report was not returned. The investigation was limited to review of the info provided, as the lot number required to review the inspection records and to determine the age of the instrument was not provided. A two-year search of the complaint database found no prior reports for tips breaking for this product code. No corrective action taken. Trends will be monitored. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.